Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, progression of the patients pre-existing disease process (sjogren disease and end-stage renal disease) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, approximately 3 years post tavr procedure, the patient was admitted emergently to the hospital in decompensated heart failure. The patient developed aortic stenosis and underwent a valve in valve (sapien 3 in sapien) tavr procedure. The patient was in stable condition post procedure. It is perceived that the patient's history of ckd and recent hemodialysis likely caused the stenosis.